Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the purge bag change that could not be completed was most likely due to cfc file system corruption. However, this could not be verified due to the absence of logs from the complaint date. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a purge issue that was resolved by exchanging for another console. No patient harm was reported.